Manufacturer narrative:
As reported, the sealant of 6f-7f mynxgrip vascular closure device (vcd) came out from puncture site during the removal of the device from the patient. The sealant was dislodged. Hemostasis was achieved with more than thirty (30) minutes of manual compression. The patient recovered following the mynx event. There was no reported patient injury. The user was certified on the use of the mynx device. The patient was of normal weight and did not have any relevant medical history. The femoral artery¿s suitability verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel was verified to be greater than or equal to 5 mm in diameter. The vessel had little tortuosity. The stick location was at the common femoral artery (cfa). There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynx was prepped per the instructions for use (IFU). The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the procedure sheath was observed on the catheter shaft, covering the balloon as received. It was reported that ¿the sealant of 6f-7f mynxgrip vascular closure device (vcd) came out from puncture site during the removal of the device from the patient. The sealant was dislodged.¿ however, the sealant sleeve, sealant and advancer tube were observed to have remained in the manufacturing position, which indicated that the returned device may have not been inserted into an existing procedural sheath during the procedure. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post the procedure. The returned device was inspected, and no visual damages or anomalies that may have contributed to the reported failure were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). No resistance was experienced during the device failure investigation. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f2017002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. The returned device performed as intended per the mynx instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to insert the device into the procedural sheath, may have contributed to the reported event. Per the mynxgrip instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of 6f-7f mynxgrip vascular closure device (vcd) came out from puncture site during the removal of the device from the patient. The sealant was dislodged. Hemostasis was achieved with more than thirty (30) minutes of manual compression. The patient recovered following the mynx event. There was no reported patient injury. The user was certified on the use of the mynx device. The patient was of normal weight and did not have any relevant medical history. The femoral artery¿s suitability verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel was verified to be greater than or equal to 5 mm in diameter. The vessel has little tortuosity. The stick location was at the common femoral artery (cfa). There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynx was prepped per the instructions for use (IFU). The device will be returned for analysis.